Manufacturer narrative:
An acumen iq unit was returned for evaluation. The reported event of a separation of the bonded stopcock was confirmed. As received, acumen iq housing male luer had been completely broken. Cross-surfaces of broken luer were jagged. No other damage was observed from the kit. Lab finding appeared consistent with customer photo. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. It was determined that there was no objective evidence that indicates an assignable cause associated to the manufacturing process. In similar complaints, analysis conducted by the r&d team revealed that this issue was the result of some type of mishandling on the units, such as an attempt to tighten or remove the connection. This was evidenced by returned units with the appearance of a twisted housing of the male luer and force marks. The IFU states to "ensure that all connections are secure but are not overtightened." In addition, with the provided lot number, the device history record review was completed and the product passed without nonconformances.

Event description:
It was reported that, before use, the bonded stopcock of an acumen sensor was detached. There was no patient harm.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.